Manufacturer narrative:
Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported that a small pool of diluent was leaking from the manual mode probe of the lh500 instrument during backwash. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and addressed the manual probe leak by replacing the tubing through pinch valve (pv) 49 and pv35. Pv49 is the backwash path used to control the dispensing and priming of the backwash pump. Pv35 is the probe vacuum that opens the waste path from the probe rinse block. Fse also re-dressed vacuum and diluent rinse tubing to the probe block. Although the fse did not find the source of the leak there was no evidence of leaking once the instrument was serviced. Repairs were verified as per established procedures and results met published performance specifications.